Manufacturer narrative:
H11. Corrected data: updated sections b5 and h3. Echo imaging review: immediately after bioprosthetic mitral valve replacement with a 29mm pericardial bioprosthesis, iotee reveals abnormal bioprosthetic leaflet opening, with leaflet angulation suggestive of suture loop; and significant central mr.

Event description:
Edwards received notification that this 29mm valve implanted in the mitral position was explanted at implant due to limited movement of the posterior leaflet causing severe regurgitation. Indication for replacement was severe native mitral regurgitation (preserved lvef, enlarged la). During replacement native posterior mitral leaflet was spared. Bioprosthetic leaflet motion restriction was detected in the intra-operative toe. As reported, there was no problems using the tricentrix holder which was deployed and left in place until all the knots were tied. However a suture loop was indicated as "possible". The valve was explanted and a 27mm valve was used in replacement. It was stated that there was prolongation of the bypass time which caused patient´s vasoplegia leading to hypotension and requiring methylene blue infusion as the patient was not responding well to other vasoconstrictors (vasopressin and noradrenaline). Replacement device was successfully working. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
H11. Corrected data: correct date in sections b4 and g4 is 27-jan-2020.

Manufacturer narrative:
Device evaluation: customer report of "limited movement of the posterior leaflet causing severe regurgitation" was confirmed through observed suture loop. X-ray demonstrated wireform intact. Suture track indentations were observed on the free margins of leaflets 2 and 3 near commissure 3, indicating that the suture was looped around commissure 3. In addition, cloth imprints were observed on leaflet 2 near commissure 3. Suture holes were observed around the sewing ring. The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. In this case, prolonged bypass time caused vasoplegia leading to hypotension. A definitive root cause could not be determined; however, it is likely that procedural factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 29mm valve implanted in the mitral position was explanted at implant due to limited movement of the posterior leaflet causing severe regurgitation. Indication for replacement was severe native mitral regurgitation (preserved lvef, enlarged la). After the replacement with native posterior mitral leaflet excision, bioprosthetic leaflet motion restricted was detected in the intra-operative toe. As reported, there was no problems using the tricentrix holder which was deployed and leave in place until all the knots were tied. However a suture loop was indicated as "possible". The valve was explanted and a 27mm valve was used in replacement. It was stated that there was prolongation of the bypass time which caused patient's vasoplegia leading to hypotension and requiring methylene blue infusion as the patient was not responding well to other vasoconstrictors (vasopressin and noradrenaline). Replacement device was successfully working. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
Reference CAPA-20-00141.